Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not reported. Customer stated the device was exposed to fluid. The customer was in the ocean when the critical pump error went off. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage to the electronic assemblies. No moisture damage was found on the keypad assembly.